Manufacturer narrative:
The provided calibration data show that the calibration and qc tests failed multiple times on the day of the event. It was noted that right before the questionable results were obtained, the calibration and qc tests were within acceptable range. The field service engineer found the cell blank dispense level was too great and the volume dispense on cell blank nozzle was adjusted. The vacuum tank pump diaphragm and cleaning the ultrasonic mixer were replaced and resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from the cobas 8000 c 702 module analyzer. The initial result (on cobas s/n: (B)(4)) was 5.2 mg/dl, was autoverified and reported outside the laboratory. The technician caught an error and the rerun result (on cobas s/n: (B)(4)) was 10.2 mg/dl. The questionable results were reported outside the laboratory. The reagent lot number and expiration date was asked for but not provided.